Event description:
On 06/17/10, we were notified by our distributor, (B) (4), that (B) (6) hospital reported that a nitrogen cylinder, which was being used to power surgical equipment, had given off an odor in one of its operating rooms, where a procedure was in progress. The odor reportedly caused the doctors and nurses present to feel nauseous and complaining of burning eyes. The odor was described as a chlorine/ hydrocarbon-like smell, similar to a cleaning agent. (B) (6) reported this to (B) (4) in (B) (4), a distributor of airgas south. Then (B) (4) reported the event to airgas south in (B) (4) on the same day. The individuals who had smelled the gas in the operating room reportedly immediately felt sick, but reportedly recovered. The staff was able to successfully complete the procedure on the pt and the pt reportedly was doing well. Airgas south initiated an immediate investigation. (B) (6) also submitted a report to medwatch. Therapy date: (B) (6)2010.